Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.000251 - the dentist reported that 1 month after the dental implant was installed in intraoral region #8 it was verified its non- osseointegration. Forty-five ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii.